Manufacturer narrative:
The product was not returned. A photo was provided showing the device being held by a gloved hand. Only a portion of the device can be seen, from the end of the plunger tension glide to just before the loading area. The plunger has been fully advanced. Product label can be seen, with serial number (B)(6) . Lens cannot be observed. The presence of solution cannot be confirmed. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The photo provided only shows the middle portion of the device. No determination can be made from the visible area shown. The presence of clinical solution on the lens cannot be confirmed. It is difficult to make a determination of handling / damage without evaluation of the physical sample. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system the injection process was not smooth and he felt the lens jumped forward towards the end of the lens implant. There was no reported patient impact. Additional information was requested.